Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that customer had high blood glucose between 350 mg/dl and 400 mg/dl. Customer treated high blood glucose with manual injection. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, alarm history showed battery out limit alarm, no reservoir alarm and excessive no delivery alarms. Customer did not have tubing clamp and was advised to call back when in receipt of tubing clamp in order to perform high pressure test. Customer was advised to change infusion set, reservoir and insulin and to use back up plan. Customer also reported that serter was no releasing correctly and had experienced bent cannula. Customer was not connected to insulin pump due to high blood glucose and was advised to contact healthcare professional regarding a good time to begin insulin pump therapy again as customer was using two different types of insulin. Insulin pump passed self-test.